Event description:
It was reported that oversensing of noise was noted on the right ventricular (rv) lead via review of the electrogram (egm). Programming changes were made. The patient was asymptomatic.